Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty ap and dr patient board set. The investigation is ongoing, and a definitive root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when connecting olympus, series 180 scopes to the olympus, model cv-190, evis exera iii video system center, via the video cable, no image was produced. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer assumed that this device was manufactured prior to the countermeasures due to the change in the design of ap and dr boards in the patient board set, and that it occurred due to the failure of the dr board. The legal manufacturer reported that it was confirmed the design of the op-amp circuit on the dr board (patient board set) was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will show blacked out in the 180 scope). The legal manufacturer reviewed the manufacturing records for this model and found the countermeasures were shipped after june 13, 2018 with phase alternating line (pal) and after june 14, 2018 (ntsc specification). The repair history was reviewed for this unit and it was confirmed that there was no repair history within the past year. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.